Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: hypotension. It was reported that post a right internal carotid artery stenting procedure, the pt became hypotensive requiring a dopamine infusion. After 48 hrs, the pt was weaned from the dopamine. The hypotension was resolved three days post procedure and prior to the pt's discharge from the hospital. The pt required prolonged hospitalization and was discharged to home three days post procedure. Although requested, there is no additional information available. Study event.